Event description:
The device was used to administer defibrillator therapy to the patient two times in succession. Following this action the device allegedly prompted that the combination electrodes were not connected to the patient. The device could no longer be used to administer device therapies to the patient as a result. Patient outcome was not reported.